Event description:
It was reported that the side-firing fiber was noticed to have commenced forward firing during a prostate procedure. The procedure was completed with a second fiber. No injury to patient reported.

Manufacturer narrative:
(B)(4).